Event description:
Additional information: it was later reported that the patient was supposed to have change of pump in (B)(6) 2012; she had 7 ml left in pump on (B)(6) 2011. "The pump malfunctioned and patient had withdrawal symptoms". The pump was reset to minimal dosage and patient was admitted to the hospital. The pump was reset to minimal dosage again and changed. Pump telemetry strips indicated pump in safe state - reset occurred. Drug delivered via the device was morphine sulfate.

Manufacturer narrative:
Analysis of the pump revealed a high battery resistance.

Event description:
Additional information: it was reported that the pump was replaced. It was added that the pump "had 8 months left of battery life but pump stalled".

Event description:
It was reported that the telemetry confirmed a critical alarm, safe state occurred reset occurred. The pump logs were not checked; per the reporter the pump was to be replaced tomorrow. It was stated that the replacement was planned due to this issue and "the fact that the eri (elective replacement indicator) is lower also." Patient experienced withdrawal symptoms and was admitted to the hospital. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2009, explanted: unk; catheter model: 8731, serial #:(B)(4), implanted: (B)(6) 2005, explanted: unk; catheter model: 8731, serial #:(B)(4), implanted: (B)(6) 2006, explanted: unk.

Manufacturer narrative:
(B)(4).